Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient was hospitalized for a blood glucose of 29 mmol/l with high ketones. The reporter indicated that the patient removed the cartridge cap to change the cartridge and found insulin in the cartridge compartment. The infusion set was later changed and when the cartridge was checked, they found insulin in the cartridge compartment again. The patient was reportedly treated with an injection and blood glucose levels decreased to 14 mmol/l but the patient's ketones level remained high. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation of a cartridge leak.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.